Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the impactor pad confirmed it had fractured. All impactor pieces were returned. Inspection also found signs of repeated use; strike marks, scratches and light nicks. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while impacting the glenosphere taper into the glenosphere itself the tip of the impactor broke while stroking the impactor with the mallet. The taper ended up being fully impacted into the glenosphere and nothing else had to be done secure the taper. The versadial impactor was used for the final impaction of the glenosphere into the minibaseplate on the patient. No problem nor any complication occurred. Attempts have been made and additional information on the reported event is unavailable at this time.